Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4)

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon insertion, the catheter broke. The device was completely removed from the patient's body and procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.